Event description:
It was reported that this implantable pulse generator (pacemaker) showed undersensing and high capture thresholds, that resulted in inappropriate brady pacing. Evaluations were performed and the pacemaker was reprogrammed mitigating the mentioned issues. The patient will continue to be monitored. This pacemaker remains in service and no adverse patient effects were reported.